Manufacturer narrative:
Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Lot number information is unknown.

Manufacturer narrative:
Patient's identifier, age, sex, weight, other relevant history, including preexisting medical conditions not provided. If the requested information becomes available, a supplementary report will be submitted. Implant date and explant date are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), before clinical procedure, patient experienced failure of implant to osseointegrate.